Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable cardioverter defibrillator (ICD)  2009 (B)(6); 4076 implantable pacing lead 2009 (B)(6). (B)(4).

Event description:
It was reported that the patient went into a very fast rhythm with the implantable cardioverter defibrillator (ICD) delivering anti-tachycardia pacing and an appropriate shock. The ICD started to show t-wave oversensing (twos) on the right ventricular (rv) lead which caused the rhythm to redetect and delivered several inappropriate shocks. The physician reprogrammed the sensitivity in an attempt to prevent the twos from occurring post shock. The ICD and rv lead remain in use. No further patient complications have been reported as a result of this event.